Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: (B)(4). However, inpen failed displacement dose accuracy. Tick mark does not align in the gage window when dialing to desirable doses. Unable to complete leadscrew anomaly testing due to misaligned dial. Performed dust/debris investigation and found visible dust and debris outside of electronics housing and under the injection button. This indicated debris was lodged between the dose knob and electronics housing. Inpen passed front cap investigation. In conclusion: customer's concern of leadscrew anomaly was unable to be verified due to fail displacement dose accuracy test. In addition, it was determined that the inpen failing displacement dose accuracy was caused by a misaligned dial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen did not dispense insulin. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and the customer identified inpen screw pulled back into the inpen while dialing and the customer did not touch/twist injection/dose button or customer changed cartridge but was not successful in priming inpen. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.